Manufacturer narrative:
Nurse reported a monitor malfunction on a cs300 during therapy. The issue involved the folding monitor opening completely backward and an intermittent technical display glitch, although therapy delivery remained unaffected. Troubleshooting focused first on confirming that the pump continued to function correctly, which she verified. The next step was assessing whether the display issue could be resolved without equipment replacement, but based on the symptoms of physical looseness and intermittent visual malfunction, it was determined that servicing was required rather than remote troubleshooting. She was advised to replace the pump to ensure continued safe operation. After being given time to locate a replacement, a follow up call confirmed that she had successfully exchanged the unit with assistance from her charge nurse. Additional complaint details were collected, and she confirmed no further issues or concerns. The resolution was achieved by removing the affected pump from service and replacing it with a functional unit. The issue aligns with the importance of maintaining a clear and stable display as specified, since the monitor provides critical system information, alarms, and user interface visibility required for safe operation.

Event description:
It was reported by the customer via emergency support program line, that cs300 intra aortic balloon pump (iabp) had display was blinking, discolored, static, line(s). There were no patient harm or injury was reported.